Event description:
It was reported that (1) tsw35 was used during a salpingo oophorectomy procedure. It was reported by the rep that the surgeon attempted to use ets endo linear cutter. The rep stated that he was uncertain if this cutter was used successfully during the procedure or not. At one point, surgeon placed on tissue but was unable to pull the firing trigger. A new ets was opened and used to complete the trigger. A new ets was opened and used to complete the procedure. There was no consequence to pt.